Manufacturer narrative:
Alarm 20 and alarm 30 was verified. Cartridge change error issues the failure investigation has been completed. Based on the analysis, the alleged issue was verified, however, no failure was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge change error occurred. Additionally, it was reported that several cartridge alarm occurred during insulin delivery. Customer reverted to an alternate method of insulin therapy. There was no reported adverse impact.